Event description:
A patient reported blood glucose results of "182 mg/dl and 135 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Control solution was sent to the patient to check the meter.